Manufacturer narrative:
This report is submitted on may 15, 2019.

Manufacturer narrative:
This report is submitted on march 5, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient underwent surgery to explant the device on (B)(6) 2019 due to medical reasons and lack of responsiveness to the device. The patient was not reimplanted with a new device.